Event description:
It was reported that while using bd phoenix¿ smic/ID-101 a mis-ID was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that mis-ID of strep peuno to strep mitis occurred. Nitasha assi : 2021-04-12 18:07:55 (gmt) ¯ customer problem: customer reporting mis-ID of strep peuno to strep mitis."

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of streptococcus pneumoniae as streptococcus mitis when using phoenix panel smic/ID-101 (448802) batch number 0203650. The customer did not provide samples, isolates, or lab reports for investigation. To investigate, a total of two (2) retention panels from the complaint batch were tested using qc isolates of streptococcus pneumoniae (a49619). Both panels tested during investigation identified correctly as streptococcus pneumoniae. Since the identification results yielded during investigation were satisfactory the complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three (3) additional complaints on the complaint batch that are unrelated to this complaint. Complaint trending was performed and a trend was found for this defect (s. Pneumoniae identifying as s. Mitis) in february 2020. Based on the severity and rate of the defect, a corrective and preventive action (CAPA) investigation was not initiated. Bd ID/ast plant quality will continue to monitor for trends associated with this defect, including changes in severity and rate.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. PMA / 510(k)#: the bd phoenix¿ smic/ID-101 is an antimicrobial resistance panel consists of a combination of the following 510k numbers: k050745, k050747, k050780, k050865, k050881, k050946, k050982, k051109, k051138, k051204, k051266, k051272, k051692, k062206.

Event description:
It was reported that while using bd phoenix¿ smic/ID-101 a mis-ID was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that mis-ID of strep peuno to strep mitis occurred. (B)(6) 2021 18:07:55 (gmt) customer problem: customer reporting mis-ID of strep peuno to strep mitis. "